Event description:
The pt was being treated for gvhd of the gut. His last treatment was on (B)(6)2010. The attending physician reported the death was due to fungal sepsis and acute gvhd, unlikely related to ecp.

Manufacturer narrative:
The treating physician reported the event was caused by fungal sepsis and acute gvhd, and not likely due to the ecp treatment nor the administration of methoxsalen. (B)(4)